Event description:
It was reported that a posey bed-acute care/ ltc model 8050 had a broken zipper, customer was not sure of where the damage to the zipper is. No patient injury reported.

Manufacturer narrative:
Evaluation results: small window d the zippers slider body is missing, small window d lower left two inch vinyl rip. Large window b two inch hole in the netting. Large window b one inch elements broken. Small window c has one foot of the elements & tape cut. Small window c has five inch vinyl tear. On the right side c the right leg has one foot tear. Conclusions: no conclusions can be drawn.